Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to press and received motor error. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejected new batteries, random no delivery alarms, scratches on the screen and hard to read back light was dimmer. The insulin pump will not be returned for analysis.